Event description:
New information indicated that the lead could not obtain measurements as the tip was in the pocket.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00723, related manufacturer reference number: 2017865-2020-00726. It was reported that the patient presented in the emergency room with bradycardia. An x-ray was performed and revealed that the right atrial and right ventricular leads had dislodged due to twiddlers syndrome. The leads were explanted. The right ventricular lead was replaced. The pulse generator had migrated and was repositioned on (B)(6) 2020. The patient was in stable condition post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.